Event description:
During follow-up, it was noted that the right ventricular lead's threshold had increased above acceptable limits. The lead was explanted and replaced with a df4 connector, which required the device to be electively replaced. The patient was in stable condition following the procedure. Related manufacturer reference number: 2017865-2017-34411.

Manufacturer narrative:
The reported event of elevated threshold was not confirmed. As received only the distal end of the lead was received for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damage consistent with that at the time of explant.